Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to electronic board. Unable to perform functional testing's or verify pump error 49 or pump error 68 due to blank display. No cosmetic damage noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The insulin pump had alarmed settings locked. They changed the battery and received a blank display. Troubleshooting was performed. The display returned but the insulin pump kept alarming a replace battery. They also received a battery failed alert and the customer stated they could not see the screen clearly. The customer's blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was not returned for analysis.